Event description:
It was reported that difficulty was encountered with establishing telemetry with this subcutaneous implantable cardioverter defibrillator (s-ICD) during an attempt to complete a software update. Once telemetry was established, the software update was taking longer than expected to complete. The programmer was then power cycled, and a 60/60 device reset was performed on the device and the software update was successfully completed. The device was also noted to show a battery status of nine percent remaining and the device emit beeping tones. Technical services (ts) discussed the option of completing analysis of the battery status. Additional information was received that the device recorded a battery depletion message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.